Manufacturer narrative:
The investigation has been started; results will be provided with the follow-up report.

Event description:
It was reported that a vent fail occurred during use. It was reported that the patient went into cardiac arrest. However, the customer advised that the cardiac arrest was not because of the ventilator failure. As further reported, the patient went into arrest before the ventilator failure occurred. Based on the preliminary log analysis, the vent fail could be confirmed but the reported cardiac arrest could not be reproduced based on the log. According to the measured values, the patient was fine until the end of the case. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the analysis of the device logfile, the case could be reconstructed. It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component. Based on the investigation, no evidence for a connection between the vent fail and cardiac arrest were found which further supports the initial report that the ventilator failure did not cause or contribute to the cardiac arrest of the patient (which reportedly occurred before the vent fail). The replacement of the motor assembly has already solved the problem. After replacement, the device passed testing and was returned back to use with no further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a vent fail occurred during use. It was reported that the patient went into cardiac arrest. However, the customer advised that the cardiac arrest was not because of the ventilator failure. As further reported, the patient went into arrest before the ventilator failure occurred. Based on the preliminary log analysis, the vent fail could be confirmed but the reported cardiac arrest could not be reproduced based on the log. According to the measured values, the patient was fine until the end of the case. The device has no UDI as an UDI was not required at the time the device was manufactured.